Manufacturer narrative:
(B)(4). The customer provided one attachment with four photos for analysis; the photos circle white particulate observed within the guide wire assembly after removal from the arrow raulerson syringe (ars). This is supported by the customer report that "during the pulling process, white plastic debris were found to have been brought out from the syringe." Therefore, the customer report of foreign material within the device was confirmed. Manufacturing facility was consulted and they stated that the material might be from the ars valve, related to the ars valves leaking, but without sample, the source of the particulate cannot be confirmed at this time. However, due to the possibility that manufacturing contributed to this damage, a non-conformance has been initiated to further evaluate the issue. A device history record review was performed, and no relevant findings were identified. The customer report of a foreign material within the kit was confirmed through investigation of the customer photo. The photo displayed white particulate within the guide wire assembly after removal from the ars. The manufacturing facility was additionally consulted, and they stated that the particu late may originate from the valves. Therefore, based on the location of the particulate observed, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "on (B)(6) 2024, a central venous puncture was performed, and the doctor needed to repeatedly pull the guidewire during the operation. During the pulling process, white plastic debris was found to have been brought out from the syringe. Another device was used instead. There was no medical intervention." Associated complaints 3006425876-2024-00811 and 3006425876-2024-00813.

Event description:
It was reported that: "on (B)(6) 2024, a central venous puncture was performed, and the doctor needed to repeatedly pull the guidewire during the operation. During the pulling process, white plastic debris was found to have been brought out from the syringe. Another device was used instead. There was no medical intervention." Associated complaints 3006425876-2024-00811, 3006425876-2024-00813.

Manufacturer narrative:
(B)(4). The customer provided one attachment with four photos for analysis. The photos circle white particulate observed within the guide wire assembly after removal from the arrow raulerson syringe (ars). This is supported by the customer report that "during the pulling process, white plastic debris were found to have been brought out from the syringe." Therefore, the customer report of foreign material within the device was confirmed. The customer returned one guide wire assembly and ars for analysis. Definite signs of use were observed on the guide wire body. White particulate was observed on the guide wire straightener tube and on the ars, consistent with the customer photos. Kinking of the guide wire was additionally observed, which is likely correlated with the reported defect of foreign material and repeated advancement/ retracting of the guide wire through the syringe valves. The guide wire kink measured 507mm from the proximal end. The overall length of the guide wire measured 600mm which is within the specification limits of 596-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.800mm which is within the specification limits of 0.788- 0.826mm per the guide wire product drawing. The guide wire and ars were functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle.". The guide wire was advanced through the ars multiple times and little to no resistance was experienced. Manufacturing was consulted and they stated that, based on the customer photo, the material is potentially from the ars valve. Due to the possibility that manufacturing contributed to this damage, a non-conformance has been initiated to further evaluate the issue. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of a foreign material within the kit was confirmed through investigation of the customer photo and returned sample. The photo displayed white particulate within the guide wire assembly after removal from the ars. Visual analysis of the returned guide wire assembly additionally revealed white particulate. The manufacturing facility was consulted, and they stated that the particulate may originate from the valves. Despite this, the components passed all relevant dimensional and functional requirements. Therefore , based on the location of the particulate observed, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2024, a central venous puncture was performed, and the doctor needed to repeatedly pull the guidewire during the operation. During the pulling process, white plastic debris was found to have been brought out from the syringe. Another device was used instead. There was no medical intervention." Associated complaints 3006425876-2024-00811 and 3006425876-2024-00813.